Event description:
Patient underwent a right ventricular ICD lead and an ICD generator replacement. He was returned to the recovery room in stable condition other than a large amount of nausea and vomiting. His lead was functioning well at the time of the conclusion of the procedure and was well positioned in the recovery room. Later in evening, the patient received several shocks. While being evaluated for the cause of the shocks, he was shocked again and had a pulse less arrest which required CPR and an external cardioversion for ventricular fibrillation. The ICD was turned off and once the patient was stabilized, the was returned to the operating room as it was felt the lead had been dislodged from the correct position. The lead was repositioned. The surgeon documents "proceeded with repositioning of the lead". The lead was able to be repositioned in a site that appeared to be adequate, although the initial sensing values were low. It was repositioned in the second site. At this point, it was quite difficult to withdraw and to extend the active helix. The active helix was extended and there appeared to be good pacing and good sensing. The lead was fixed in positon with the lead fixation sleeve. Over the next 10 minutes, the lead impedances rose to over 2000, indicating an internal problem with the lead. This lead was removed and a new lead inserted without difficulty.